Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device evaluation showed that the mobile cannula is missing preventing the monomer pouch to be pierced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to manufacturing issue. Please note that there is no other similar complaint on the batch involved on the complaint (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it was not possible to pierce the monomer bag and accordingly no mixture of cement powder and liquid was possible.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that was not possible to pierce the monomer bag and accordingly no mixture of cement powder and liquid was possible.